Event description:
It was reported that the patients ipg would no longer charge and it was also noted that the battery was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.